Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, loss of capture and a fracture. The lead warning was triggered. It was noted that the patient consequently experienced syncope episode and fell on his face. The lead was capped and replaced. No further patient complications have been reported as a result of this event.